Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was informed by technical support that a replacement pump would be sent with updated software and training available, and they understood and acknowledged the instructions. They were advised to use multiple daily injections (mdi) as a backup therapy and return the problematic pump to tandem.